Manufacturer narrative:
G5: filled in responses to pre-1938, combination product and otc product.

Manufacturer narrative:
H10/11: narrative/corrected data - additional information received 2-jul-2020. Reintervention took place to treat previously-reported type iii endoleak. Additional stent graft was implanted, and endoleak was resolved. Patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
On (B)(6) 2020, the patient was implanted with several gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On follow up imaging peformed on (B)(6) 2020, a type iii endoleak was discovered. The physician plans to do a reintervention to treat the endoleak. The physician believes the cause of the event was insufficient overlap between the two bridge devices.